Manufacturer narrative:
The reported malfunction was observed and attributed to a faulty fuse on the battery interconnect board. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Upon ac power, the device failed to charge to set energy. Complainant indicated that there was no pt involvement in the reported malfunction.